Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vtich12.1 implantable collamer lens, +03.00/+6.0/067 (sphere/ cylinder/ axis), in the patients left eye (os). The lens was reported as having low vaulting. The lens was rotated to axis on (B)(6) 2021 and the lens remained implanted. The patient will be monitored.